Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one shock as inappropriate therapy due to supraventricular tachycardia (svt). Technical services (ts) reviewed the event with the calling health care professional (hcp) and discussed device programmed settings, with the hcp been informed a review of older episodes would be required to ensure appropriate therapy delivery before any programming changes were made. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one shock as inappropriate therapy due to supraventricular tachycardia (svt). Technical services (ts) reviewed the event with the calling health care professional (hcp) and discussed device programmed settings, with the hcp been informed a review of older episodes would be required to ensure appropriate therapy delivery before any programming changes were made. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment corrected fields: e1 initial reporter address 1.